Event description:
It was reported that the user was injured when the cot height could not be adjusted. It was reported that the user received a back injury requiring a occupational therapist, chiropractor, and 2 days off from work .